Event description:
It was reported that the ventilator was contaminated with water. There was no patient harm reported. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator was contaminated with water. The ventilator was investigated by our field service engineer on site and it was assumed that liquid had entered the device as there was signs of corrosion inside the printed circuit boards. The gas module and pneumatic back plane printed circuit (pcb) board were replaced. Furthermore, the cause of liquid is not clear but was found at the rear section of the device. According to the support case both the control and monitoring (pcb's) were also replaced which in turn led to lost configurations. The device was asked to be returned to the manufacturer for repair. No log files or service report have been provided and the device has not been returned for technical investigation. Therefore, the root cause to the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator was contaminated with water. The ventilator was investigated by our field service engineer on site and it was assumed that liquid had entered the device as there was signs of corrosion inside the printed circuit boards. The gas module and pneumatic back plane printed circuit (pcb) board were replaced. Furthermore, the cause of liquid is not clear but was found at the rear section of the device. According to the support case both the control and monitoring (pcb's) were also replaced which in turn led to lost configurations. The device was asked to be returned to the manufacturer for repair. The unit was returned to the factory and according to technical investigation the issue was confirmed. Doing further testing it was noted that the control pcb and o2 sensor were also defective and replaced which solved the issue. However, the true root cause to the reported failure has not been established in this investigation. A correction of field # d1 brand name, # d4 version or model # were required. D1 ¿ brand name ¿ previous brand name: servo-n. Corrected brand name: base unit servo-n. D4 ¿ version or model # - previous version or model #: servo-n. Corrected version or model #: 6688600.

Event description:
Manufacturer ref#: (B)(4).